Event description:
During robotic assisted sigmoid colectomy, the surgeon fired the device while grasping tissue to surgically cut it, however the device did not retract to cut. No patient harm.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: system, surgical, computer controlled instrument.

Event description:
During robotic assisted sigmoid colectomy, the surgeon fired the device while grasping tissue to surgically cut it, however the device did not retract to cut. No patient harm.